Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during setup for a tonsillectomy the e-sep pencil activated when plugged in without the button being pushed. The pencil was unplugged and plugged into different monopolar ports with the same issue. The electrode tip was replaced but the error continued. The device was replaced with another stryker e-sep pencil. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.